Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. There was no reported impact to the customer's blood glucose level, as the caller declined to provide information regarding whether levels exceeded 500 mg/dl. The issue was resolved by using a different wall adapter; however, tandem technical support will send a replacement tandem wall adapter via two-day shipping. The caller was advised to monitor the system and reach out if the problem continues.